Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a rectocele, a cystyocle and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced exposed vaginal graft and underwent debridement of graft on (B)(6) 2009 and on (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-13129. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that on 12/30/2008 the patient experienced post operative bleeding and a hematoma in the posterior compartment. It was evacuated and drained. The patient also received blood transfusions and was started on cipro, miralax, and vagifem three times a week. The patient was started on percocet for pain. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-13129. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections and bladder incontinence. It was reported that the patient underwent mesh excision and placement of a tvt midurethral sling on (B)(6) 2015 by dr. (B)(6).

Event description:
Details: it was reported that following insertion the patient experienced recurrent urinary tract infections and bladder incontinence. It was reported that the patient underwent mesh excision and placement of a tvt midureteral sling on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.